Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastric cancer surgery procedure, after the tissue was closed , it could not be opened. The surgeon then expanded the tissue cutting area for more than 1 inch, fired another device and replaced the old product. The surgical procedure was extended for more than 30 minutes. And there was tissue damage, tissue trauma and tissue loss due to the issue. It was also reported that most staples were not formed properly.

Manufacturer narrative:
Evaluation summary: "medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the device was fully fired, engaged in interlock, the jaws were clamped, and the knife bar assembly was advanced to the extreme distal end. The product's jaws would not close completely due to a deformed clamping mechanism. The loading unit was loaded into the subject instrument. The jaws were manually opened, clamped and unclamped repeatedly without difficulty. The interlock was overridden and the loading unit was cycled without hesitation or binding the jaws opened after the instrument return knobs were retracted. Functionally, the loading unit interlock was tested and found to function properly. It was reported that the jaws of the device remained closed on tissue after firing and the staples did not form as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions; first, the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. Second, the shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. Lastly, the shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the single use loading unit (sulu) engages in the instrument to facilitate clamping and unclamping. The deformed anvil clamping mechanism may occur in any of the following circumstances: first, firing over tissue that is beyond the recommended thickness range. Second, firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected the manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.